Event description:
The advocate stated that the customer's blood glucose was tested using his contour meter and the reading was 232 mg/dl. His glucose was retested using another meter and the reading was 94 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference significant. The advocate also performed control tests and received a result of 256 mg/dl. The normal control range was 100-137 mg/dl. The test strips were returned for eval. Replacement test strips were sent to the customer.